Event description:
The patient was in the nuclear medicine department for a hepatobiliary iminodiacetic acid (hida) scan. The scan was performed on the argus camera and completed. Upon completion, technologist moved the camera up and away towards his feet. The camera has a "homing" feature. The technologist "homed" the camera and turned to look at the images on the computer. When he did this, the camera was "unwinding" and "homed" in an unexpected direction. It "homed" toward the patient instead of going up and over as expected. We believe the camera was turned in a 180 degree start position that the technologist was not aware of so it turned back around the 180 degrees before going up and away. The stretcher rail did catch the camera head, however, the camera arm was pushing on the patient's abdomen and the patient hollered that it was getting close. The technologist immediately stopped the camera and got the patient out. The patient stated they were fine, however, we got the reading physician, to examine and question patient. Upon examination, there was no bruising or lacerations. Upon physical examination of pressing on the abdomen, there were no complaints. Patient did state that it was just a little uncomfortable when he took a deep breath in. The dr. Felt no further testing or intervention was necessary. I told the patient I would call them this afternoon and tomorrow morning. They are leaving to their 2nd home tomorrow morning. They had no complaints and assured us that he was fine. Biomed investigated, camera is functioning properly, the incident was deemed due to operator error.